Manufacturer narrative:
The company rep verified the problem and observed broken clips inside the module connector. The fiber optic module ( part number 0997-00-1161) was replaced. The company rep performed performance and functional tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the unit would not hold the catheter fiber optic connector in place. The pump was replaced and therapy was initiated. No patient injury was reported.